Event description:
Reporter indicates that vns pt has recently experienced two episodes of stridor during which the pt seemed like they couldn't get enough air. Both episodes occurred since the last increase in device output current. Treating neurologist questioned whether the episodes of stridor could be related to stimulation of the recurrent laryngeal nerves and requested copies of articles regarding vns therapy and laryngeal function after implant.